Event description:
Digitex device did not work properly and the 2nd device needed to be opened. Small black suture stop was caught in the device and would not allow device to fire and advance suture into mesh.